Manufacturer narrative:
Correction: manufacturer report 2938836-2017-22468 did not meet the FDA reporting criteria.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
The device was explanted due to premature battery depletion. The patient is in a stable condition.